Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. Pre-analytical factors or a sample specific issue cannot be ruled out as potential causes of the event. The cause of the event is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1300 instrument. The discordant result was not reported to the physician(s).the sample was repeated on the same instrument in duplicate. The repeat results were lower than the discordant result. The lower result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant thcg result.